Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No battery out limit alarms or other alarms were noted. All operating currents were within specification. The pump passed the displacement and self tests. All buttons functioned properly. However, the pump was received with moisture damage on the keypad traces, a cracked reservoir tube lip, a cracked case at the display window corners, minor scratches on the lcd window, and a missing end cap sticker.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also reported that the insulin pump alarmed unexpected restart and battery out limit. The customer stated that some of the buttons were getting stuck as well. The customer did not observe any significant events leading to the keypad issues other than having worn the insulin pump in her bra. She stated that the battery out limit had occurred after she took the battery out for greater than the duration allowed by the insulin pump. She had taken the battery out due to the bad button issue. The customer's blood glucose was about 350 to 400 mg/dl. She stated that she had eaten food and had not been wearing the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.